Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pocket erosion is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pocket erosion.

Event description:
Healthcare professional reported, right side rupture. And exchange from textured to textured to smooth, due to the patient concern of the implant. Device has been explanted.

Event description:
Healthcare professional reported, ¿erosion of her right implant through her skin". "A small amount of what appeared to be bits of silicone on the chest wall. Possibly, due to a small rupture" and "sentinel lymph node".

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, an opening assessed, as surgical damage. Extrusion: unable to observe. Anxiety-product/procedure: unable to observe. Lymphadenopathy: unable to observe. As per the investigation procedure: crease fold and wear abrasion were completed. And none of the observations are found to be potentially related to the manufacturing process, no further.

Event description:
Healthcare professional reported, right side rupture. And exchange from textured to smooth, due to the patient concern of the implant. "Erosion of her right implant through her skin", "a small amount of what appeared to be bits of silicone on the chest wall. Possibly, due to a small rupture". And "sentinel lymph node". Device has been explanted.